Event description:
The customer reported to olympus, a loaner device visera 4k uhd camera control unit exhibited communication error e118. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the reported issue was resolved after re-installation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed the communication error (e118). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because an inner circuit board (mother board or v board) was faulty. Olympus will continue to monitor field performance for this device.